Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v475907, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation both with and without their antenna attached. The patient got new batteries, but still saw the communication error. The patient no longer felt stimulation. They were experiencing an increase in frequency. There were no accidents or incidents related to the issue. Additional information received from the manufacturing representative reported that it had not been working. It was also noted that the patient had cancer twice and was going to get her device checked after an ultrasound to check her lymph nodes. The patient was implanted for urinary dysfunction.